Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber toward the end of the procedure. Based on the available information, it cannot be ruled out that the higher than expected wbc content in the platelet product could be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is not available for return because it was discarded at the customer site. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.